Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. The patient was scheduled for a generator change due to nearing eri and possible atrial (ra) lead revision. The device showed multiple inappropriate ams episodes from noise on the ra lead. The ra lead was capturing appropriately and the impedance was normal. The noise could be reproduced with different arm movements. The ams episodes were all short in duration. The patient was not symptomatic to any of the inappropriate mode switches. The physician decided to not revise the ra lead and connected it to the new pacemaker generator. The lead will be monitored via merlin.net and in office device checks. The patient was stable.